Event description:
Family member found pt unconscious on the floor. Family member used the suspect device to check pt's blood glucose and obtained a result of 146 mg/dl. Family member called the paramedics and when they arrived they got a reading on their meter of 49 mg/dl and the suspect device was used again with a result of 277 mg/dl. Patient was taken to the hospital and received treatment for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation. Test strip information is unavailable because the patient had removed the test strips from the original capped vial and placed them in a different container.